Event description:
The pt's one touch ultra meter was reading inaccurately erratic. About one month ago, the pt obtained a result of 180 mg/dl on the reported meter while having no symptoms of high low blood glucose level. They took no action to affect their blood glucose level and restested within 20 minutes; a result of 44 mg/dl was obtained. The reporter contacted the doctor regarding the low result and was advised to give the pt some "coke" to dring. There is no indication that the pt experienced injury or medical intervention due to the product. A control solution test was not performed, as the pt did not have control solution. The meter,test strips, and control solution were reported.